Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed due to unavailable sample. The cause is that the patient reused a disposable set. A batch review was not performed due to unknown lot number. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
While troubleshooting with global technical services (gts), the patient stated they changed out their cassette. Gts asked if the bags were also changed out and the patient said no. Gts then advised the patient to start over with new supplies. Gts explained the patient cannot disconnect one piece of the setup without compromising the entire set. The patient understood and elected to start over with new supplies. No injury or medical intervention was reported.